Event description:
Event description cpi received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) could not be interrogated. There were no tones emitted upon application of magnet. The physician performed an invasive procedure to evaluate the system and elected to explant this ICD.